Event description:
The initial reporter received questionable li lithium results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one example of discrepant results. The initial result was 0.826 mmol/l. The first repeat result was 1.833 mmol/l. The second repeat result was 0.882 mmol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) checked all of the laundry nozzles, the gear pump head (gph) pressure, and the wash levels; no issues were noted. He performed a mechanism check and noted that two of the probes were dripping back. He then replaced a solenoid valve. The customer performed calibrations and qcs with successful results. The investigation determined that the event was due to a component issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.